Manufacturer narrative:
Complaint form received missing information. Request for missing values was made on 01/08/2020. Device received is different from that which was indicated on complaint. Lot number and manufacture/expiration dates are unknown. Should the information become available, a follow-up report will be submitted. Currently there is no information for the following: patient information, event date, lot number and device expiration date, implant date, explant date, device manufacturer date.

Event description:
Per complaint (B)(4) a patient experienced an implant failure.